Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving an hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had an issue with her pump needing to alarm them and it didn't function. It was further clarified that the patient went to their healthcare provider (hcp) for a scheduled three month refill and the patient was already experiencing withdrawal. The pump had gone dry. The issue was described as having occurred maybe 4-5 months ago, around (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). The medication in the pump at the time of this event was hydromorphone (concentration and dose rate unknown) and that sometimes they added a secondary medication. The pump was noted as currently administering hydromorphone with concentration 2.0 mg/ml at an unknown dose rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the empty pump occurred in (B)(6) 2019 (about 6-6.5 months ago, relative to (B)(6) 2020). It was noted that when this occurred the pump did not alarm and the hcp was shocked. They increased the days for refill so it wouldn't happen again.